Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08870. It was reported that pericardial effusion occurred and subsequently the patient became septic and expired. A left atrial appendage (laa) closure procedure was performed. A watchman® access system (was) was used to successfully deploy a 27 mm watchman ® laa closure device. No partial or full recaptures were necessary. The device was successfully released and noted to be stable. Pre and post implant imaging revealed no evidence of pericardial effusion. The patient¿s activated clotting time (act) was 348 sec, the left atrial mean pressure was 19 mmhg and the international normalized ratio (inr) was 1.0. Three-four hours post implant the patient had chest paint and was hypotensive. A pericardial window was performed and 400 cc¿s were drained. The patient was stable and returned back to the floor. The next day the patient was fine. Two days post implant, the patient spiked a fever and became septic. The patient passed away the following morning (3 days post implant). It was further reported that the patient had pneumonia and a high white count prior to the procedure. The physician feels their underlying condition combined with the surgery led to the patient becoming septic, an infarction to the gut and ultimately passing away. Procedural images were reviewed later and nothing abnormal was noted.